Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with normal operating current. Device passed displacement test and self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. Device received with cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that sometimes buttons had to be hit twice to activate but customer thought its customer's finger and not the insulin pump issue. Insulin pump received unexplained no delivery alarms. Blood glucose value was high. Insulin pump received low battery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.